Manufacturer narrative:
Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and delivery accuracy test. Pump received with stripped battery cap coin slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer was hospitalized on may 18, 2018 due to frequent urination which was fluctuating with high blood glucose of the 488 mg/dl and the current blood glucose was 123 mg/dl. Customer stated that, she cannot get the battery cap off the pump and cannot replace battery in pump. Customer treated high blood glucose with the IV drip. Customer was wearing the pump at time of hospitalization. Based on customer report customer does not allege pump was under delivering. The drive support cap appears normal. The insulin pump will be returned for analysis.